Event description:
Device returned for service. During service, the technician found the device did not have much power, coupling, latch and bearing were worn, hose faulty and an air leak, factors which cause the device to overheat. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device did not have much power, coupling, latch and bearing were worn, hose faulty and an air leak, factors which cause the device to overheat. The device was replaced and sent to customer on 7/15/2013.